Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient's parent reported that the device read 75 while the finger stick value was 101.patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.